Event description:
Pt was admitted to hosp with syncopal events and hypoxemia. They continued to have several of these 'events' while hospitalized, once on the med-surg floor after which pt was transferred to the ICU. Again in the ICU, pt had an 'event' and was coded. Pt was thought to have had a respiratory or cardiac arrest, was resuscitated and placed on a ventilator. Pt's pupils were fixed and unresponsive at this time. During this time the pt's aicd began shocking approx every 5 to 20 sec. The monitors all showed a normal sinus rhythm. Family and personal care physicians were at bedside and cardiologist was notified by phone. Rn was called in with medtronic interrogator and even after repeated attempts with co rep on the phone, they were unsuccessful in stopping the shocks. Pt maintained an underlying sinus rhythm through most of this procedure. After several hrs of constant shocks, family and physician opted to heavily sedated pt. After sedation, pacemaker portion of unit was turned off and pt immediately expired.